Event description:
The dentist reported a fractured screw. He was able to remove remaining portion of the broken screw.

Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.